Event description:
The surgeon inserted a 24.5 diopter three piece collamer lens into the patient's eye and the plunger of the injector tore off the trailing haptic of the lens. The surgeon removed and replaced the lens with another cq2015 lens without enlarging the incision. No patient injury.